Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and suspected lead damage. No intervention has been performed at this time. The patient is stable and will continue to be monitored.